Manufacturer narrative:
To date the lead has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and increased thresholds. A microdislodgement was suspected so the physician decided to reposition the lead. During the repositioning procedure, the insulation was punctured with the stylet. The lead was removed and a new rv lead successfully implanted. There were no further adverse patient effects reported.